Event description:
A surgeon reported that during a procedure, the "aucotom" stopped functioning; did not cut or suction. The pak was exchanged and the case was completed without harm to the pt.

Manufacturer narrative:
The customer returned one 20ga probe for not suctioning and not cutting. The sample was visually inspected and found to be conforming. The sample was functionally tested and found to be conforming for actuation and aspiration; nonconforming for cut test. The probe was disassembled and the components inspected. Slight resistance was felt while removing the inner cutter from the needle, the shaft of the inner cutter exhibited wear marks, and the cutting edge of the inner cutter exhibited significant wear. The device history records for the component lots were reviewed. The associated lots (two) were released based on the MFR's acceptance criteria. No abnormalities that could have contributed to the complaint were found during the review. The returned sample met aspiration specification. The complaint that the probe does not cut was caused by a worn cutting edge. Significant wear on the cutting edge indicates that the probe may have been initially working properly and only damaged sometime during surgery. (B)(4).